Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the customer reported the vision was upside down. The customer removed the endoscope and reseated it, and the vision became normal. Intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer that sometimes when the endoscope is removed for cleaning, the endoscope collar (grey plastic piece) gets moved 180 degrees and can cause this issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) stated the customer reseated the endoscope that resolved the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.